Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "dysfunctional, non-permeable and leaking catheter". No patient harm reported. The patient's condition is fine.

Event description:
The complaint is reported as "dysfunctional, non-permeable and leaking catheter". No patient harm reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with two findings. For material mc-05052-009b and lot 13c21c1406, two non-conformances were initiated in regard to a component missing. These findings are not relevant to this complaint issue. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.